Event description:
It was reported the patient's system may be explanted for an unknown reason.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein system was explanted.